Event description:
In 2000 a 24mm x 14mm x 13.5cm aneurx bifurcated stent graft was implanted for the treatment of an abdominal aortic aneurysm. Following successful deployment of the bifurcated stent graft and corresponding contralateral iliac leg stent graft, the physician noted a discrepancy between the label on the iliac leg stent graft delivery handle and the labeling on the outer box and pouch. The outer box and pouch labeled the device as a 16mm diameter, 8.5cm length iliac leg stent graft. However, the physician noted that the device handle was labeled as having a 14mm diameter, 8.5cm length. The physician felt that the vessel had been effectively treated with this device, based on angiographic appearance. The decision was then made to implant an iliac extension cuff stent graft in order to ensure against distal iliac artery endoleak. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.